Event description:
A physician attempted an arteriotomy closure with a starclose se device after an interventional procedure. During the splitting of the sheath, a piece of the tubing was cut and hanging from the sheath. The starclose clip was delivered onto the arterial wall. The physician was not able to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. We have identified a malfunction that has met the criteria for reportability. Subsequently we have determined that this event is reportable as a "product problem (malfunction)".